Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. During the lead revision, blood was noted inside the lead and access could not be regained.